Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen precoat cemented stemmed tibial component size 6. Catalog #: 00598800600 lot #: 63814257,nexgen cemented option femoral component right size f catalog #: 00599401692 lot #: j7456831, nexgen articular surface with locking screw 14mm. Catalog #: 00599404014 lot #: 64428256, nexgen sharp fluted stem extension 19mm x 75mm catalog #: 00598801519 lot #: 65901029. H6 - component code - proposed code is mechanical (g04) - stem. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is experiencing pain, limited flexion, nerve damage and extensive scar tissue following a right knee arthroplasty. No additional information is available.